Event description:
According to the reporter: suture needle broke inside patient. Partial needle was identified on x-ray but was lost again and unable to be retrieved. Bmi (B)(6). Device fragment fell in the patient cavity. Device fragment was left in the patient.

Manufacturer narrative:
(B)(4).